Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 8/28/09 regarding his complaint of inaccurate high blood glucose results with his one touch ultra meter. The pt reported the following to this specialist. Results are in mg/dl, correct unit of measure. Around 8:00 am on the day of event in 2009, the pt's first test of the day was 241. The pt injected 27 units of humalog and the usual 40 units lantus. The pt did not have his sliding scale to refer to; he believes it is 15-20 units with a 200 result; over 240, 27 units, and 300, 50 units. The pt ate a "normal" breakfast of cereal. Thirty minutes after testing and injecting insulin, the pt was reportedly lightheaded and sweating. The pt self-treated with orange juice, feeling better "after awhile". Reportedly, the meter and test strips were in range with control solution several days before he called. Because the pt reported he based insulin on an allegedly inaccurate elevated blood glucose result and later had to self-treat for low blood glucose, the complaint is reported. The customer care advocate replaced the meter, strips, and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.